Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a nurse that high impedance was received at a follow-up appointment. Moreover, the patient's mother indicated the stimulation from the vns irritates the patient and would like to have vns removed as well. At the moment, the device was reported to have been programmed off. The patient was not referred for x-rays and at the moment revision surgery is not likely. No patient manipulation or trauma is reported to have had contributed to the reported high impedance.